Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 470 mg/dl. The customer did not mention any symptom or treatment related to high blood glucose level. The customer also reported change sensor alert and sensor updating alert on the insulin pump. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.